Event description:
There was a balloon rupture during a percutaneous transluminal angioplasty. The target lesion was the renal artery. There was heavy calcification, mild vessel tortuosity and 90% stenosis present. There were no anomalies noted during product inspection or when prepping device. The stent delivery system balloon ruptured at 5atm during inflation with indeflator. The stent however, was deployed. There was no balloon leakage observed, nor separation of any balloon part, nor vessel dissection or deflation difficulty reported. The balloon was withdrawn without difficulty and post-dilatation was done with another balloon catheter (amiia) to end procedure successfully. There was no adverse consequence to the patient. This product will not be returned for evaluation and testing.